Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.

Event description:
It was report that multiple, intermittent cartridge alarms (alarm 19) occurred during basal delivery with multiple cartridges. Customer's blood glucose was 88 mg/dl. Reportedly, customer reverted to an alternate method for insulin delivery.